Event description:
Additional information was received indicating additional provocative testing was performed and the noise was unable to be reproduced. No additional intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
It was was reported that during a follow-up in clinic, noise resulting in oversensing and pacing inhibition was noted on the right ventricular (rv) lead. Provocative testing was performed and the noise was able to be reproduced. The physician suspected lead damage associated with clavicular crush, however, diagnostic imaging was performed and no anomalies were observed on the rv lead. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.